Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient experienced infection and adhesions. Adhesions are listed as a known adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. The instructions-for-use supplied with the device list hernia recurrence as possible complication. Corrected field: d1 (brand name) note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient underwent an incisional hernia repair with implant of a composix ex mesh. 03/18/2013 - the patient had this mesh removed because the infection caused a large amount of adhesions to her abdominal wall and bowel. The attorney alleges the patient experienced pain, additional surgical procedure, explant, adhesions, disability and infection. Addendum per provided medical records: (B)(6) 2006 - patient was diagnosed with incarcerated umbilical hernia, large abdominal pannus and was scheduled for open repair. Per operative notes " we then used a large bard/davol composix mesh, 8x10, for repair of this hernia." (B)(6) 2013 - patient was diagnosed with chronic abdominal wound, underwent excision, debridement of abdominal wound with exploration of abdominal wall and removal of small portion of (non-bard/davol) biologic mesh. 18-mar-2013 - patient was diagnosed with infected abdominal mesh, scheduled for infected mesh removal and repair of recurrent incisional hernia with (non bard/davol) biological mesh. Per operative notes" the patient has a chronic draining sinus in the midline secondary to infected mesh¿there was a large amount of adhesions to the underside of the mesh (composix e/x)...lysed the adhesions to the mesh until the entire piece of mesh was free from both the overlying abdominal wall and the underlying bowel...a 6x16 cm piece of (non bard/davol) biological mesh was obtained". Attorney alleged that the patient experienced abscess, adhesions, infections, mesh migration, mesh shrinkage, pain, recurrence, chronic draining sinus tract and emotional injuries without treatment.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient experienced infection and adhesions. Adhesions are listed as a known adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent an incisional hernia repair with implant of a composix ex mesh. On (B)(6) 2013 - the patient had this mesh removed because the infection caused a large amount of adhesions to her abdominal wall and bowel. The attorney alleges the patient experienced pain, additional surgical procedure, explant, adhesions, disability and infection.